Manufacturer narrative:
There are multiple patients. All known information is presented in the journal article. There are multiple unknown dates of event subsequent to 1992. This report is for an unknown ao 2.7 mm stainless steel t-plate or l-plate. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1992 and 1997. It is unknown if or when devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chow, fy., lui, th., kwok, kw and chow, yy (2008), plate fixation for crescentic metatarsal osteotomy in the treatment of hallux valgus: an eight-year follow-up study, foot & ankle international, vol. 29 no. 1 pages 29-33 (hong kong). The purpose of this study is to examine the long-term results of a distal soft tissue procedure and crescentic proximal metatarsal osteotomy performed with a modified technique for fixation of the osteotomy. Between 1992 and 1997, 21 patients (6 male and 15 female) with a mean age of 47 years (range, 14-74) years who had moderate to severe hallux valgus deformity were treated with a distal soft tissue procedure and proximal metatarsal osteotomy. Osteotomy was fixed using unknown ao 2.7 mm stainless steel t-plate or l-plate. Follow-up assessments were conducted on each of the patients in 1999 and 2005, respectively. The mean follow-up duration was 2.7 (range 1.3-7.2) years at the first assessment and 8.0 (range 6.1-12.0) years at the second assessment. The following complications were reported as follows: there were 6 cases of reported slight limitation in the motion range of the first metatarsophalangeal joint. One patient had hallux varus. Two patients had prominent implant requiring removal as a result of skin impingement. Two patients had recurrence. This report is for an unknown ao 2.7 mm stainless steel t-plate or l-plate. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.